Event description:
The manufacturer received information alleging a ventilator inoperative condition occurred. There was no harm or injury reported. The device was sent to manufacturer product investigation lab for evaluation and forwarded to engineering for further investigation. During evaluation the reported complaint was confirmed. Engineering noted that the issue appears to be an issue with the sd card which causes lower priority task from running. Prior to identifying the issue described in fsn 2023-cc-src-039, complaints associated with the issue did not meet requirements for vigilance reporting as a reportable incident. As part of the hhe process, a retrospective review of complaints associated with the issue described in fsn 2023-cc-src-039 was necessary to reassess reportability. Upon this further assessment, these complaints are being reported.